Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 16 states, "disassociation of the locking bar from the tibial component requiring surgical intervention." Requested, not yet returned.

Event description:
Patient underwent a left revision procedure approximately three months post-implantation due to the tibial locking bar backing out. The tibial locking bar was removed and replaced.

Manufacturer narrative:
The locking bar was returned and inspected; there was some minor damage on the ends and discoloration likely due to removal and sterilization, respectively. All dimensions were measured and within specification. The short implant duration and dimensional integrity of the locking bar would suggest that it was not properly seated, however, the customer stated that the proper surgical technique was used. Root cause cannot be determined.